Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the insertion process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/18/2024, a sales representative via (B)(4) reported that an ar-5400-01 glenoid targeter shaft broke during use from standard usage, and the guide was bent during the case, with no further information provided. No pieces broke inside the patient, and the case was completed without complications. This was discovered during an rtsa procedure on (B)(6) 2024, with no patient harm reported. Additional information has been received on 3/28/2024: due to the handle of the ar-5400-01 glenoid targeter shaft being bent, the targeting legs were unable to slide into the arm slots of the ar-5400-01 glenoid targeter shaft. The case was completed using a different handle with no delay. There were no adverse effects on the patient. Additional information was received on 3/29/2024: further clarification was received that the "bent" device was the ar-5400-01, targeter shaft.